Manufacturer narrative:
Correction to add product problem. The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: 3 kinks on the guidewire shaft, and slight bunching on the distal end of the balloon. Imaging of the catheter and the sheath post procedure were provided, and the imaging confirmed the reported complaint. Functional testing was not performed due to the condition of the returned device. Dimensional testing was performed of the single wall thickness of the inflation balloon along the edges of the burst and was found to be within specification. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Per procedure, during balloon inspection the balloons are visually inspected for damage or any defects. During the balloon pleat and fold process per procedure, the balloons are checked for diameter and the formed balloons are visually inspected for damage. The y-connector is visually inspected. During final assembly per procedure, the balloon catheter is leak tested. During final inspection per procedure, the balloons are visually inspected for damage. The catheter is visually inspected for any balloon damage or delivery system damage. In addition, each lot is required to undergo product verification (pv) testing on a sampling basis. The samples are tested for burst pressure and tensile product testing.  The lot passed testing.   The inspection and test described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was preformed and did not reveal any issues that may have contributed to the reported event. A lot history did not reveal complaints related to the reported event. A review of complaint history from september 2018 to august 2019 revealed other returned device complaints for the certitude delivery system (all models, all sizes). No manufacturing non-conformances were identified. Available information suggests that patient/procedural factors contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for all the trend categories. Access through trans-carotid approach is not indicated in the region of complaint occurrence.  Regardless, instructions and training material regarding thv deployment and retrieval were reviewed in the IFU and device preparation manual. The training manual provides guidance on if the delivery system balloon ruptures or leaks during deployment without the thv embolization. Factors that can assist with balloon rupture are: do not use excessive force, take care when removing the delivery system through the tip of the sheath, maintain guidewire position, check for pv leaks under echo if post-dilation is needed, use a delivery system.   Based on the review of the IFU/training manuals not deficiencies were identified.   The complaints were confirmed through visual inspection of the returned device. No manufacturing non-conformities were identified as no visual abnormalities were observed on the returned sample and the dimension measurements met specification. A review of DHR, lot history, complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaints.   Per report, the area of balloon deployment was ¿highly calcified¿. Calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration on the inflation balloon. Additionally, it was noted that an additional 1ml of inflation fluid was added to the balloon. Volume above indicated amount may have contributed to the burst balloon, as the balloon material may have been subjected to even high pressures than intended. Once the inflation balloon burst, the profile of the balloon would have been altered. This would make the balloon susceptible to catching on other objects during retrieval (e.g. Calcified brachiocephalic artery or sheath tip), leading to withdrawal difficulty and subsequent separation of the guidewire lumen/shaft from the delivery system.   In this case, available information suggests that patient (calcification) and procedural (over inflation of the balloon) factors may have contributed to the balloon burst, and procedural (withdrawal of burst balloon and retrieval of the burst balloon) factors may have contributed to the withdrawal difficulty and distal tip separation. However, a conclusive root cause is unable to be determined. No labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time.   In addition, review of complaint history revealed the occurrence rate for complaints under the trending category withdrawal difficulty exceeded control limits in august 2019. These complaints underwent further review, and no manufacturing non-conformances were identified. Since no nonconformance or labeling/IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our french affiliate, during implant of a 26mm sapien 3 valve by transcarotid approach, post bav the certitude delivery system balloon burst at the end of the inflation with an additional 1cc of volume. The valve was implanted in good position and there was no leak. An attempt was made to retrieve the system and the balloon together. The balloon was noted in having a ¿parachute¿ shape, and the device was in contact with the sheath (but not into the sheath). During retrieval of the system as a unit (with a non-excessive force) the physician felt that the system broke. It was speculated that the balloon may have been locked in the calcified brachiocephalic artery. The distal tip, distal part of the balloon and inner lumen was retrieved by a femoral cut down. The rest of the system was retrieved by the initial carotid cut down. The patient was stable. The device will be returned for evaluation. The patient¿s native annulus was severely calcified. Per report, the balloon burst may have been due to the highly calcified anatomy.